Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, tissue was damaged while the customer was attaching a bipolar cautery cord to the fenestrated bipolar forceps (fbf) instrument on universal surgical manipulator (usm) #1. The surgeon's head was in the high-resolution stereo viewer (hrsv) when the issue occurred, approximately 18 minutes after starting the surgical procedure. The fbf instrument on usm #1 was already inserted into the abdominal cavity and locked when an attempt was made to attach the bipolar cautery cord. The force applied while attaching the bipolar cautery cord, advanced the instrument's tips further into the cavity than expected, piercing the upper left uterine ligament. The amount of bleeding is unknown; however, the patient did not require any transfusion of blood products and the bleeding was resolved by using the fbf instrument. The procedure was completed and there were no post-operative complications. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs, which showed there was a collision detected on the second arm, but there were no other mechanical errors.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the likely cause of the unintended instrument movement was due to the energy cable being plugged into the instrument while installed on the system. Intuitive surgical, inc (isi) did not receive any products that were used during this reported event; therefore, failure analysis investigations could not be performed. A review of the instrument log for the fbf instrument (lot number: k10240307-0134) associated with this event was performed. The instrument was used again in a subsequent procedure and had 6 uses remaining after last use. A review of a video of the reported event was performed and it was confirmed that at 0:40, there was an user interface (ui) message prompting the user to check energy cord connection. At 0:50, the bedside assist was attaching the cord when the instrument moved further into the cavity and pierced the tissue; causing a bleed, which was addressed with bipolar coagulation. Review of the video and the ui instrument pod icons at 0:54, it looks like the fbf instrument was still active. The fbf instrument is seen as highlighted, whereas the prograsp forceps is grayed, indicating the instrument was not active. A review of additional logs and data associated with this event revealed that the cautery cable was plugged in while the instrument was installed on the system. The system did not have any errors or malfunctions, and the customer did confirm the order of events as well. The most likely cause of the unintended instrument movement is an energy cable being plugged into the instrument while installed on the system. Per the da vinci xi surgical system in-service guide, the following guidance under instrument insertion activity and guided tool change activity states: when using energy instruments, attach energy cables to the instruments before installing onto patient cart arm.